Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years post implant of bard flat mesh, patient was diagnosed with abscess, nerve damage, abdominal pain and material deformation thereby underwent repair. This supplemental emdr represents bard flat mesh (device #1). An additional supplemental emdr was submitted to represent bard flat mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of two (2) unspecified bard/davol flat mesh "marlex mesh" (devices #1 and #2). As reported, the patient is making a claim for an adverse patient outcome against the two (2) bard/davol flat mesh "marlex mesh" (devices #1 and #2). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with implant of bard flat meshes (device #1 & #2). Per operative notes, ¿the spermatic cord structures were dissected and a deeply dissected sac was identified in the spermatic cord which was dissected free. A 2-piece mesh system (device #1 & #2) were then laid down into the preperitoneal space. There was a direct inguinal hernia with the exit occurring medial to the deep epigastric vessels.¿ (B)(6) 2016 - patient visited hospital for cutaneous abscess of abdominal wall and underwent CT imaging. (B)(6) 2017 - patient visited hospital for right groin pain. (B)(6) 2017 - patient was diagnosed with inguinodynia secondary to ilioinguinal nerve entrapment and involvement with meshoma thereby underwent repair with left groin exploration and neurectomy. Per operative notes, ¿the suspected ilioinguinal nerve was dissected free from surrounding tissue, spermatic cord and mesh. The ilioinguinal nerve was ligated and sharply divided. There was a hard meshoma that was just deep to the cord which was removed. There was not a very large hernia defect noted at this point, bard flat mesh was still affixed well to the fascia and well epithelialized. It was sutured effectively revising the inguinal hernia repair.¿ attorney alleges that the patient had pain, nerve damage, meshoma, hernia recurrence and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol fat mesh (device #1). An additional emdr was submitted to represent the bard/davol flat mesh (device #2). No sample returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for implant of two (2) unspecified bard/davol flat mesh "marlex mesh" (devices #1 and #2). As reported, the patient is making a claim for an adverse patient outcome against the two (2) bard/davol flat mesh "marlex mesh" (devices #1 and #2). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient".